Event description:
Patient undergoing a cervical discectomy via arthrocre wand for cervical four and five. The tip of the arthrocare wand was observed by surgeon on fluoroscopy and noticed tip missing when wand was removed. Patient was observed for three hrs post procedure, no numbness or weakness upon discharge to surgeon's personal care. Pt had a consultation with a neurosurgeon the next morning to evaluate probable removal of wand tip.